Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a right-side transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. During valve deployment, the valve on the left ventricular side did not expand and was almost about to migrate. The balloon of the commander delivery system was deflated midway and the delivery system pushed to the aortic side. The balloon was inflated again and the valve successfully deployed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed that prior to deployment, the crimped valve appeared to not be between the valve alignment markers. The sequence of the valve deployment was as follows: valve inflow was not fully expanded on the distal inflation balloon side, balloon was deflated, and valve was fully expanded after inflating the balloon again. In this case, the complaint of incomplete inflation was confirmed based on the provided procedural imagery. An additional complaint of valve not between alignment markers and deployed was also discovered per the provided imagery. While there was no evidence that a manufacturing non-conformance contributed to the complaint of incomplete inflation, investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. During follow-up, the field responded that there was no damage at the sheath's distal tip upon removal. However, since a circumferential tear is less visually obvious compared to a partial tear and there is no physical evidence (e.g., device, imagery) to confirm the response, edwards retained device interactions as suggested above as a possible factor. While there was no report of valve alignment difficulty, imagery review showed that the valve was not properly aligned in between the valve alignment markers prior to deployment. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. To further investigate and assess the potential risk associated with the incomplete inflation issue, a pra and CAPA determination have been initiated.